Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the uvc had to be replaced because there was a leak directly below first hub where the hub connects to the initial pigtail tubing. The customer further reports that betadine was used to clean the skin area and the area was completely dried prior to insertion. The catheter was not difficult to handle during insertion. It was not difficult to secure and was secured with suture and was taped. The uvc was inserted (B)(6) 2016 in the umbilicus and was in continuous use. A 10cc syringe with saline was used to flush the line. The uvc was removed (B)(6) 2016 and was replaced. The status of the patient is stable.

Manufacturer narrative:
The device history record (DHR) review indicated that there was no quality issue associated with this reported event. All dhrs are reviewed for accuracy prior to product release. One used sample of the uvc catheter attached with an unknown set and junctions were received for analysis and investigation. Functional testing was required in order to confirm the reported incident. Following testing, the catheter showed a leak in the tubing. Visual inspection of the sample revealed a clean cut in the tubing below the strain relief. The strain relief was measured in order to determine the design employed during manufacturing operations. Based on this information most likely the strain relief pertains to the new design manufactured. The issue occurred after being in use in a patient, additionally the dwell time was approximately 3 days. Through visual evaluation a cut was noticed below the catheters strain relief. Due to the appearance of the catheter received it is possible that the catheter body was damaged by instruments with sharp or rough edges during clinical use resulting in a catheter leakage or breakage. It is important to consider that the instructions for use to exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. There are a number of alternatives in the field like exposure to chemical agents, proximity to heat sources or manipulation that may lead to tubing tears. The cut found caused a leak which would be identified during assembly operations, since manufacturing performs 100% pressure testing during production. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to procedure) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.